Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer father reported via phone call that the they experienced low blood glucose level. Customer blood glucose level was 47 mg/dl. The insulin pump will not be and sensor will be returned for analysis. Frn-unk-rsvr. Unomed inf set. Ozp-mmt-7020-snsr.